Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy with essure". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("abdominal cramping"), genital haemorrhage ("heavy bleeding") and infection ("infection"). The patient was treated with antibiotics and surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the ectopic pregnancy with contraceptive device, abdominal pain, genital haemorrhage and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage and infection to be related to essure. The reporter commented: ectopic pregnancy: 2018/2019. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("ectopic pregnancy with essure"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criterion intervention required), abdominal pain ("abdominal cramping"), genital haemorrhage ("heavy bleeding") and infection ("infection"). The patient was treated with antibiotics as well as surgery (essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage and infection to be related to essure administration. The reporter commented: ectopic pregnancy- 2018/2019. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.